Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the needle disengaged from the suture while removing from the package. The surgeon used another suture to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.